Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The patient's rv lead was a non-boston scientific product. Noise and oversensing were also observed. Boston scientific technical services (ts) reviewed the shock impedance trend and discussed that it appears to be a ring electrode/spring contact issue. Ts recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.